Event description:
Clinical study. During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician had successfully deployed the taxus express2 8.8% 3.0 mm x 32 mm drug eluting stent. After deflation, the physician met resistance when trying to remove the balloon from the stent. Using unknown measure, the physician was able to release the balloon from the stent. There were no pt injuries or complications reported. No additional info is available.